Event description:
It was reported that a malfunction alarm occurred with code malf 12, and the customer was not at home to reset the pump due to lack of access to the necessary charging pad. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating that the blood glucose level was within a normal range. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and call back if any malfunction codes appear again.